Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the xience xpedition stent delivery system was prepped per instructions for use. When an attempt was made to connect the device to the indeflator, the hub of the xience xpedition stent delivery system broke off. The device was not used and a second stent delivery system was then used. There was no patient involvement and no clinically significant delay. No additional information was provided.